Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the system controller was alarming when connected to the power module; however, the leds were not illuminated. The pt went into the clinic and it was found that the flows would not display. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed during analysis. During eval, when the white power lead was maneuvered, the power module alarmed and the display on the monitor was lost. In addition, when the system controller was run by just the white power lead and white maneuvering, the power module alarmed, there was no display on the monitor, the red//yellow battery indicator illuminated, and the pump stopped. During further eval of the system controller, the white power lead was found to have multiple compromised inner conductors at the connector end, including the brown conductor (battery gauge line). This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.